Event description:
Customer reported the system is not producing an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply. System operates as intended.